Event description:
The patient reported being admitted to emergency room two weeks ago because of nausea and shortness of breath. The patient did not report what treatment was provided. The patient reported that pump had been turned off for almost two yrs, but was restarted following a catheter revision in 2006. The hcp reported that the patient did not report this event and ER visit to them.